Event description:
It was reported that after a firmware update the user experienced higher postprandial glucose with reduced automated insulin delivery, noting basal insulin decreased from approximately 15 units to 12.5 units and meal doses decreased (breakfast from 3.7 to 2.7 units, lunch from 8.5 to 7.7 units, and dinner from 7.5 to 6.3 units), which corresponded with hyperglycemia up to 240 mg/dl for about 1.5 hours without alarms. Symptoms included asymptomatic hyperglycemia with no acute clinical effects. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Troubleshooting and education were completed with guidance to discuss increasing basal and meal doses with the healthcare provider. Investigation included review of device performance based on user report and product technical support assessment. Investigation of this case revealed no device malfunction confirmed and that the cause of hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with no adverse clinical outcome. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.